Event description:
It was reported that during an interventional procedure in a right arteriovenous fistula, the armada 35 ll balloon was advanced without resistance to the site. The balloon was inflated without difficulty to 8 atmospheres and then deflated without difficulty. It was noted that the balloon did not re-wrap or fold as expected and was described as winged. The device was removed but with some resistance with the vessel. The resistance was minimal and did not require intervention to remove the device. Upon removal, it was noted that the balloon material had a sharp edge described as the full length of the balloon material folded and created a diamond effect. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.